Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "defective / contaminated components from supplier". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd..

Event description:
It was reported that the drain bag was moldy and old. The liberator representative advised the patient not to use anything moldy. It was noted that the patient had been using the drain bag more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag was moldy and old. The liberator representative advised the patient not to use anything moldy. It was noted that the patient had been using the drain bag more than 90 days.